Event description:
The meter was reading too high. While troubleshooting, the full display did not come up on the screen. It was discovered that segments were missing. The customer did not allege any adverse events due to missing segments. The meter is to be returned for evaluation, and a replacement meter will be sent.